Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported error. Fse performed multiple hard power cycles, however the error did not clear. Fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm1 was analyzed and the reported error 48305 was confirmed in lighthouse but not replicated during failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was tested on the patient side cart (psc) fixture test platform (pftp) and failed programming initially. Error 297 was found in the logs for the axes controller, motor (acm). After programming the acm, the problem was resolved and the usm was able to pass all pftp tests. The complaint was confirmed but not replicated based on failure analysis. The probable root cause of the reported error 48305 on the usm1 is likely related to an issue with the programming of the acm.

Event description:
It was reported that during a training/demo of the da vinci system, error 48305 occurred repeatedly, pointing to the universal surgical manipulator (usm). The customer power cycled the system; however, the error persisted. There was no report of patient involvement.